Event description:
It was reported that an insertable cardiac monitor was implanted but subsequently removed at an emergency department a few days later due to protrusion from the incision site. The monitor was disposed of and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental 01 - updated the h6 device codes row 2 of device manufacturers only tab. Additional information: a new icm will be implanted. The device tracking system confirms that a new device has been implanted.

Event description:
It was reported that an insertable cardiac monitor was implanted but subsequently removed at an emergency department a few days later due to protrusion from the incision site. The monitor was disposed of and will not be returned. No additional adverse patient effects were reported. A new icm same model was implanted.